Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon was having trouble inserting the polyethylene insert into the baseplate. He tried lifting up the implant with osteotome and subsequentially knocked off the metal wire bar with minimum effort. His concern was that the metal bar came off so easily."